Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump passed the rewind, basic occlusion test, prime test and displacement test. However, the insulin pump was received stuck in the motor error loop during bolus/basal delivery. The insulin pump was unable to confirmed error alarm due to over written history file. The motor was tested outside the insulin pump and passed. The motor may have had an intermittent failure that was not detected during our testing. The insulin pump was received with cracked case at display window corners, cracked reservoir tube lip, cracked battery tube threads, minor scratched display window and missing end cap sticker.

Event description:
Customer reported via phone call, the insulin pump had alarmed motor error during bolus. Customer stated the device might have been exposed to an MRI during an airport scar. Customer's blood glucose was not provided. Customer was advised to discontinue use of the device, revert to back up plan, and device needed to be replaced. Customer agreed to return the device for further analysis.